Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system unable to boot. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found ups alarm triggered due to genset testing. To resolve the issue, the fse reset ups accordingly and the power back to normal. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.